Manufacturer narrative:
The device involved in the event was removed from the patient and was not returned; therefore, a return sample evaluation is unable to be performed.

Event description:
Follow up information was received that on an unknown date, the patient's stoma site culture tested positive for unspecified candida. On an unknown date, the patient underwent tubing replacement during which the patient was administered IV ceftriaxone. It was reported that the patient was prescribed oral fluconazole for treatment post tubing replacement.

Event description:
On (B)(6) 2022, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced "punctures" in the stoma area. On an unknown date, the patient experienced stoma site exudate. On an unknown date, the patient visited the emergency room due to the stoma site. The patient was prescribed 2 unknown antibiotics. On an unknown date, it was reported that the patient's stoma site "punctures" have been removed and the stoma exudate is improving. On an unknown date, the patient's stoma site exudate was reported to be improved, and the patient underwent a stoma culture with unknown results.

Manufacturer narrative:
Reference record (B)(6) . The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number in d4 is the international list number which is similar to us list number of 062910. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.